Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer was trying to change the infusion set and reload the insulin. Customer stated that the alarm occurred during the rewind/prime sequence. Customer cannot perform the easy bolus because they are stuck in a rewind loop. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.